Event description:
(B)(6) 2009, I present to dr. (B)(6) w/residual scarring and deformity from bunionectomy + neurectomy 20 yrs prior. Dr. Was advised of severe reaction post surg prior surgery. Painful scarring deformity resulted. On (B)(6) 2009, surg w/dr. (B)(6) - my left foot, 3 purpose: bunion, neuroma, bone spur. All closed w/vicryl deep, monocryl superficial. Suture sites dehisce and keloid. Dr. (B)(6) advised me suture reaction. Dr. Offered to revise. I asked for removal of suture and dr. Agreed to use different suture. On (B)(6) 2009, surgery rev on bunion, neuroma. I noted on paperwork presurgery: no vicryl. During case opted awake reminded dr. (B)(6): no monocryl or vicryl. Dr. Insisted he must use vicryl. Doctor asked me what he should use. I requested nylon as that is inert and removable. Doctor claimed "impossible" to use nylon or other suture in this closure. I was very upset and reminded rev. Purpose was: remove offending suture. I asked circulating rn record suture lot #'s in case of problem. Circulator did not write suture lot #'s nor bone wax prior surgery not record either. I bet they still don't record. Post surge: tissue over great toe dehisces: grade 3 ulcer. Actively eroded/draining/tendon exposed. Whole foot very tender/bruised/ appearance contused. Fluid pockets developed recurring for over 2 yrs. Very painful. Laceless sneaker, loose, only shoe for over 2 years. (B)(6), md, dermatologist record: immediate act to close tissue over tendon; feared infect + limb at risk. Dr. (B)(6) advised symptoms in foot consistent w/severe foreign body reaction. I returned to dr. (B)(6), begged for help. He did not know what to do. I asked if he would call ethicon, refused, asked if refer me and he referred me to dr. (B)(6) who advised immediate 2 part surg. Irrigation/drain w/pathology, wound pack, 3 days later close. (B)(6): (B)(6) 2009. Post surg. Dr. (B)(6) saw me at 2 weeks & left suture in. Saw me at 3 weeks, wound was damp. I asked to keep suture in but (B)(6) confident re: healing. Proximal sutures out and wound fans open. Dr. (B)(6) left room sudden; returned; attached steri-strips. I asked for suture close; (B)(6) refused. I saw an md who saw me pre-surgery consult (B)(6) 2009. (B)(6) md told me he never uses vicryl/monocryl in foot because of experiences like mine. He said sorry I was in bad shape and advised it would be bad a long time, no solutions. I should have gone to him. He advised I return to operating dr. Dr. (B)(6) wouldn't return my calls. Dr. (B)(6) called me. Said dr.'s normally "turf" patients who have problems they don't understand. I contacted ethicon medical affairs after mush time spent finding that contact information seeking help and advice on this type of condition. They declined to take my report and said report has to come from physician. I entreated dr. (B)(6) contact ethicon and he never did. I asked dr. (B)(6) for lot numbers and he did not get those either. I asked the surgery center for lot numbers and they could not find records. No motivation to help me. I called ethicon from dr. (B)(6) office. Ethicon reluctantly gave me 2 ae reports. Monocryl #(B)(4)/ vicryl #(B)(4). When ethicon nurse discovered I am the pt she got off phone line fast, said she isn't allowed to talk to pts. I asked her if she would talk to my doctor and she refused. Originally, I was told dr. (B)(6) would get contact information to call ethicon md. Suddenly, story changed. Now doctor (B)(6) would wait for md call. After weeks dr. (B)(6) told me the ethicon md spoke to him & there was nothing to be done and nothing happened to me that wasn't in the package inert. I ran out of my disability time and had to resign my job. Great toe wound continued: open and drain required repeated suture close thru end of (B)(6) 2009. Toe wound closed w/heavy scars as did neuroma and bone spur. Neuroma pulled the skin on the bottom of the foot upward repeating originally painful divot from the deformity dr. (B)(6) had criticized the previous dr for making. I continued to contact ethicon via phone and email. They disregarded my inquiries and requires for information. Citing no lot's, ethicon took no additional information of my adverse event. No treatment, information that could help others, no info at all. I was denied health insurance in (B)(6) 2011 due to feet. Concurrent to my injuries ethicon issued a product recall for sterilization issues on a number of lots of vicryl and monocryl sutures as well as j&j bone wax. All 3 of these products were used in me. Cardinal medical distributor who sells to dr. (B)(6) admitted to distributing recalled lots of vicryl, monocryl and bone wax lots to medical facilities in (B)(6) and did not advise of the recall because it's not required. Neither dr. (B)(6) nor ethicon assisted me re: which lots were shipped to dr. (B)(6) and (B)(6) surgery. Cardinal medical did give me order shipping info from cardinal to (B)(6) surgery center but it excluded lots. I continue treatment for adhesions, weakness, w/nerve, tendon, entrapment and vascular compromise. I would like imaging but cannot afford it. I can't tolerate any pressure to the top of my foot as in wearing a shoe. I have had chronic inflammation including pitting edema as recently as two months ago. My foot has chronic neuropathy, pain, ingling, lack of stability, weakness, tenderness, which translates up the leg resulting in myalgia, weakness, greatly limiting my endurance. I continue to have pt but I cannot afford the treatment I need. In the process of gathering records I pulled my (B)(6) surgery report and there it was: vicryl closure. Pts have a right to care and info. In my chart, dr. (B)(6) inserted accusations that I picked at my wounds. I never would do so. Despicable liable/slander. Fraud against the insurance industry as well. Bone wax was used at the same time. Not enough spaces for 3rd product. Steroid inject on. Additional sutures include additional vicryl, nylon. Additional sutures were in dr. (B)(6) office. Photo images available and damning. I am in communication with a lawyer regarding this who is defending the doctor. She has requested records of my communications with FDA on this issue. I am not sure that is appropriate. Please advise.